Event description:
Information received by medtronic indicated that the customer identified that crack at the back of the pump. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump will be returned for analysis.

Manufacturer narrative:
Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked case (battery tube), stained serial number label, corroded battery tube, corroded motor home switch, cracked keypad overlay. Blank display was noted due to moisture damage on the electronic stack and motor assemblies. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.